Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue after the infusion set tubing caught and pulled, resulting in detachment of the infusion site, which led to high blood glucose level event on (B)(6) 2026. During the event, patient's blood glucose level was 401 mg/dl. No further information available.